Event description:
It has been reported to philips that there was a problem with the wireless footswitch during a procedure. No harm to the patient has been reported to philips.

Manufacturer narrative:
The philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Based on available information, philips has concluded that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.